Manufacturer narrative:
The insulin pump was received with no battery in the battery tube. Unable to download the trace/history files due to alarms noted in the alarm history. Alarms were due to corrupted history files. The insulin pump passed the functional testing including the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. Cracked case near the display window corners and cracked battery tube threads were noted during visual inspection.

Event description:
It was reported that the customer passed away due to pneumonia, diabetes complications. It was also stated that he had an issue with his throat restricting food. It was stated that the customer was wearing the insulin pump at the time of his death. The caller agreed to return the insulin pump for analysis. Nothing further was reported.